Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable event occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be prevented by following the instructions for use which state: "warning ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera ii ultrasound gastrovideoscope exhibited leakage at distal end and ultrasound probe junction joint. The event occurred after the procedure, during reprocessing. There was no report of patient or user harm associated with the event. Subsequently the product was returned and inspected, and it was discovered there was a gap of adhesive on the distal end, between acoustic lens and ultrasound probe and stain entered inside the lens through the gap. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer¿s allegation was confirmed. Due to damage on the channel tube, water tightness is lost. Further inspection findings are as follows: (a.) Due to wear of lock engagement lever, the up/ down knob cannot be locked securely, (b.) The electrical connector had corrosion, (c.) Due to damage on the channel tube, water tightness was lost, (d.) Due to damage on the ultrasonic probe, the number of missing elements exceeded the standard value, (e.) The acoustic lens was damaged, (f.) Adhesive around the objective lens had wear, (g.) Adhesive on bending section cover had a crack, (h.) The connecting tube had buckling, (I.) Due to wear of the angle wire, bending angle in the up direction did not meet the standard value, (j.) And the universal cord had buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.